Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used during the case, for the second device used please see section h10 for the related report number.

Event description:
Terumo medical corporation received the following reported information: the first angio-seal device was used in the vessel in which a 6fr procedural sheath had been inserted. After inserting the device into the insertion sheath and deploying the anchor, the device/sheath assembly was withdrawn. However, the anchor deformed, so the assembly was withdrawn. Another angio-seal device was used to continue the procedure; however, the same event occurred. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The type of procedure performed was hemostasis. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product. The physician stated that he believed the devices were used improperly.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).